Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella ld device for mechanical circulatory support. While on support, low purge flow and high pressure was noted, a decision was made to start heparin. Blood in endotracheal tube was also noted. Patient remained on support.